Event description:
Philips received a complaint indicates that ECG test failed. There was no patient involvement. The customer called and spoke with a philips representative. The customer requested just a replacement processor pca with no engineer evaluation. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.